Event description:
It was reported that the 8800 system had a charger failure error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery pack was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.